Manufacturer narrative:
The device was received for evaluation. During functional testing, an under infusion was reproduced. A review of the event history log revealed an infusion programmed at a rate of 100 ml/hr and a vtbi of 50 ml. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of adjustment pressure plate travel. The pressure plate travel requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump was not pulling an infusion during testing in the biomedical service department. There was no patient involvement. No additional information is available.